Manufacturer narrative:
The pump was received with missing segments due to a cracked zebra connector at the lcd board. Unable to perform the displacement test due to the missing segments. The pump was received with cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump's screen was damaged. The customer could not read the screen. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.